Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for the patient's atrial fibrillation (af) with rapid ventricular response, resulting in therapy exhaustion. The atp in one of the episodes initially did not capture, but later was noted to be capturing. It was noted that the patient was in the hospital for rate control of their af. No adverse patient effects were reported. The device remains in service.